Event description:
A medsun report (B)(4) was received with a description of; the carbon dioxide (co2) was not coming out of the end of the harvester as it should. The problem occurred during setup. *no patient involvement, *product was changed out, *procedure completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 8, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 11, 3331, 213, 67). The returned sample was visually inspected upon receipt; no anomalies were noted. Air was hooked up to the harvester to ensure there are no obstructions, air was able to flow through the harvester with no issue. A retention sample from the lot number was visually inspected with no defects noted. The same test was done to the retention sample, and air was able to flow through the harvester with no issue. The evaluation of the returned device was found to function as intended; therefore, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.